Manufacturer narrative:
Device passed the rewind test, prime/a33 test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to verify over delivery anomaly or comparing the units remaining in the status screen to the test reservoir volume due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corners and cracked reservoir tube window. Device uploaded properly using care link.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 16 mg/dl at the time of the incident. The customer was at 315 mg/dl at the time of the call. The customer used food, glucose tablets, and was given dextrose to treat. The customer experienced symptoms such as sweating, dizziness, shaking, and inability to talk. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and set will be returned for analysis.